Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation. No photos were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, quality control data, and trends. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot number could not be performed without the complaint device lot number. The instructions for use (IFU) that accompanies this device states the proper warnings, precautions, and instructions for use. Specifically, the IFU states: note: to adequately monitor hemostasis, the balloon drainage port and tubing may be flushed clear of clots with sterile isotonic saline. The bakri balloon device is intended to provide temporary control or reduction of postpartum uterine bleeding when conservative management is warranted. The patient had already lost 5000cc of blood and received a large amount of blood products prior to bakri balloon placement. The published study discusses how visual observation of vaginal and bakri balloon drainage catheter could be misleading - ¿no drainage from a bakri balloon¿s drainage catheter may not indicate ¿no intrauterine bleeding¿. Hemorrhage may be hidden behind the inflated bakri balloon tamponade.¿ there were plenty of unsuccessful interventions employed but hysterectomy was the only intervention that was successful. The cause of this event could not be determined. There is no evidence to suggest a causal relationship between the bakri balloon clotting off and the patient¿s hemorrhage and subsequent hysterectomy. The patient had already lost a significant amount of blood prior to bakri balloon placement. A quality engineer risk assessment concluded no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following additional information was provided on 29dec2018. The total blood loss of 5,000ml occurred when the cesarean section (cs), including bakri balloon placement, was completed. The patient was then given blood/blood products. Prior to and during placement of bakri the patient received 12 units of red blood cells (rbc), 12 units of fresh frozen plasma (ffp), and autologous transfusion of 4 units. After the bakri balloon was placed the patient received 18 units of rbc, 20 units of ffp, and 20 units of platelets. Vaginal bleeding was monitored by checking for vaginal bleeding and height of uterine fundus approximately every one hour after cs along with continuous vital sign monitoring. Vaginal gauze and mt-holding (matsubara-takahashi holding the cervix) were utilized during the procedure, along with the medications: oxytocin & methlyergometrine. Although the patient's health necessitated a hysterectomy, her current health status is good without sequela.

Manufacturer narrative:
PMA/510k# k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.(B)(4).

Event description:
In an editorial published by acta obstretica et gynecologica, a physician outlines an event involving a cook bakri balloon. The author states the patient was a (B)(6) nulliparous female. The patient was carrying dichorionic-diamniotic twins and had experienced uncontrollable hypertension which necessitated a cesarean section at 33(+3) weeks. The placenta was removed by manual means, with a small portion remaining unseparated. A massive hemorrhage occurred from atonic bleeding, additionally there was a possibility of a partial placenta accreta (abnormally invasive placentation). A bakri balloon was inserted transabdominally through the cesarean incision and inflated with 500ml of saline. This action stopped the bleeding. Patient blood loss was reported to be 5000ml. The patient received a blood transfusion of red blood cells and frozen fresh plasma of unknown quantities. Her vital signs stabilized and the total drainage for the bakri balloon was less than 100ml. Six hours post cesarean section the patient experienced a sudden massive vaginal hemorrhage that was not collected via the bakri balloon. A hysterectomy was performed on the patient which indicated that a small portion of the placenta was attached to the uterine wall and the uterus was filled with a blood clot. The blood clot had blocked the bakri balloon drainage tube. The total volume of bleeding was reported to be 18000ml throughout the course of this event. It is unknown with the information provided if the bakri balloon caused and/or contributed to the adverse events. Cook has attempted to contact the authoring physician for additional information for details related to the patient and the event. Citation: takahashi, matsubara, konayashi, & ohkuchi, (2014). Drainage failure of bakri balloon: no drainage does not indicate no bleeding. Nordic federation of societies of obstetrics and gynecology; aogs (94) p. 366